Event description:
It was reported that the stent prematurely deployed and became damaged, requiring intervention. This 7x60x75 innova stent was selected for use during a stenting procedure. During the procedure, this stent was being deployed next to a previously placed stent. The stent was partially deployed, and it was suspected that the sheath became caught in the mesh of the previous stent, causing the stent to prematurely deploy and break. The stent was surgically removed. Additional information has been requested but is unavailable at this time.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 7x60x75 innova self-expanding stent system was returned, and minor damage was found to the stent struts; likely caused during the interaction of the previous stent and when surgically removed. The deployed stent measured at 6.5cm. The outer sheath, tip, inner sheath, and the remainder of the device were inspected for damage. Visual and microscopic examination revealed a kink at the nose cone. Inspection of the remainder of the device revealed no other damage or irregularities. The reported complaint was confirmed.

Event description:
It was reported that the stent prematurely deployed and became damaged, requiring intervention. This 7x60x75 innova stent was selected for use during a stenting procedure. During the procedure, this stent was being deployed next to a previously placed stent. The stent was partially deployed, and it was suspected that the sheath became caught in the mesh of the previous stent, causing the stent to prematurely deploy and break. The stent was surgically removed. Additional information has been requested but is unavailable at this time.